Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported insulin pump was damaged at battery compartment. The customer¿s blood glucose level was unknown. The customer was advised to discontinue the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.